Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker previously showed eleven years remaining longevity. During the recent device check, the device showed nine and a half years remaining longevity. Moreover, an alert was detected indicating atrial automatic threshold detected as greater than programmed amplitude or suspended seven months ago and also recently an alert for atrial arrhythmia burden was noted of at least three hours in a 24-hour period. Boston scientific technical services (ts) reviewed data and it showed that the device showed chronic atrial fibrillation (af) which has been going on for over a year. The power consumption was at 122 percent which was not too far from above normal. The health care professional (hcp) will bring patient in for reprogramming and re-evaluation of battery. Boston scientific technical services (ts) suggested for an engineering evaluation but the health care professional (hcp) will wait if issue resolves after programming. As of this time, the device remains in service. No adverse patient effects reported.